Event description:
It was reported that during a call to discuss an MRI for this device, the cardiologist mentioned the right atrial (ra) lead was dislodged with small sensing and no capture. Unfortunately, no further information was available. No adverse patient effects were reported.